Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the rotation of the blade clockwise was not running smoothly and it was difficult to connect the handpiece into the device. The device was intermittently stopping during morcellation. This also occurred when a second handpiece was used. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2012. (B)(4) damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation found that the cpc connector was not properly positioned. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.